Event description:
According to the reporter, during hdf hemodiafiltration (hdf) treatment, after being on the machine for 30 minutes, the patient developed skin itching. The infusion of replacement fluid was suspended, and no relief was observed, followed by a rash. The anti-allergic drug dimil was immediately given without relief after treatment, and the treatment was suspended after blood return. After treatment with promethazine, calcium gluconate, and other drugs, bp (blood pressure) was 159/94 mmhg, and itching and rash were relieved. After observation for about 1 hour, blood was reintroduced to the aircraft and then successfully treated in the aircraft. The clinical outcome of the event, the patient¿s skin pruritus, rash, and blood pressure was 129/81 mmhg. After anti-allergy treatment, the rash and skin pruritus were relieved, the treatment was continued, and the whole course of treatment was successfully completed subsequently. There was no blood leak. No alarms were activated. There was no blood loss, and blood transfusion was not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.